Manufacturer narrative:
Visual examination of the driver revealed a damaged fan exhaust cover, a scuff to the main printed circuit board assembly (pcba), and a black wire pulled from the fan's header. The customer-reported high temperature alarm was reproduced during the investigation testing when the temperature alarm sounded during the extended observation test run. The observed damage of the exhaust fan cover and the broken black wire lead to the inability of the fan to properly operate in a manner that would allow heat to be vented from the driver as it is designed. Therefore, root cause of the customer-reported issue was determined to be a malfunction of the exhaust fan. The physical damage observed aligns with and was likely caused by an impact shock or other rough handling event experienced by the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4740 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a temperature alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a temperature alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without adverse patient impact.